Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that approximately one week prior to calling adc customer service on (B)(6) 2017 a ¿small wound appeared¿ where the sensor was inserted. At the time, customer did not report any pain, itching or discomfort so no action was taken. On (B)(6) 2017, they noted the sensor was reading ¿low¿ when the capillary readings were at ¿70¿. During this time, customer complained of ¿pain in the armpit¿ so the sensor was removed. The customer developed a fever and was taken to a health center, where he was diagnosed with ¿swollen lymph nodes¿ and an infection. The area was cleaned and the customer was prescribed unspecified antibiotics and antipyretics. There was no report of death or permanent injury associated with this event.